Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626 [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755 [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158.

Event description:
It was reported that the patient presented to the emergency room and was subsequently admitted to the hospital on (B)(6) 2026 with hyperglycemia. The patient's blood glucose levels reached 435 mg/dl while wearing the pod between 36 and 48 hours. According to the patient, hospital staff determined that the pod was not delivering sufficient insulin, prompting its removal and discard. Reported symptoms included chest pain, "smelling amoniac", nausea, stomach pain, and acid reflux. No specific diagnosis was reportedly provided. Upon removal of the pod at the hospital, significant bleeding was observed at the cannula insertion site, and medical staff identified a possible small hematoma, suggesting that the cannula may have hit a blood vessel. The patient was discharged on (B)(6) 2026 after a two-day hospital stay.